Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they insulin pump had under delivery. The customer replaced infusion set after showering, he gave a bolus 7.3 unit and blood glucose rise to 14 mmol/l and was 18.3 mmol/l. The customer was assisted with troubleshooting. Customer stated that they was not sure to me if that was actually delivered or if reservoir was empty. The device will not be returned for analysis.